Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7074729, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a lead replacement procedure wherein a magnetic resonance imaging (MRI) compatible leads were implanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.